Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for an appropriate shock. A device check found the right atrial (ra) lead had intermittent atrial undersensing. Follow up with the company representative indicated that the ra lead sensitivity was increased. The lead remains in use. No patient complications have been reported as a result of this event.